Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. The stoma continued to suppurate and patient was given antibiotics. The patient had an ostomy consultation. There was abundant gastric content that comes out through the dilated stoma. The stoma was treated with silver nitrate and drying powders. A containment ring with an ostomy bag was placed so that the exudate remains inside and does not injure the surrounding tissues. There are plans to try to put internal clips to close the inner stoma and to replace the device with a larger tube.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The patient reported that she has stoma site suppuration since (B)(6) 2021. The report indicated that the patient experienced stoma site redness and malodorous discharge. Patient was seen by the physician and was treated with oral antibiotic anaclosil 500mg four times a day.